Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6944 implantable tachy lead implanted: (B)(6) 2009; 4574 implantable pacing lead implanted: (B)(6) 2009; 1156t competitor implantable pacing lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.